Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
Per tandem's t:slim user guide, ¿replace the cartridge every 48 hours if using humalog". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 246 (mg/dl), which was addressed with a manual injection. It was reported that the customer changes the pump supplies every 3 to 5 days. Reportedly, the customer reverted to manual insulin injections for alternate therapy. As the occlusion alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed.